Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 50-60 mg/dl range. The contact was unsure of the cause for low bg levels; however, the customer reported carbohydrates may have been calculated incorrectly when delivering boluses. Customer addressed low bg levels with candy and food..